Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)/2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Pt's mother reported signal loss on the g5 mobile app.